Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that the patient experienced asystole. A pacemaker replacement was recommended. Currently, this pacemaker remains in service, and no adverse patient effects were reported.